Manufacturer narrative:
The customer reported that the rns (remote network station) screen went blank and afterward it failed to turn on. All patients being monitored with the rns were also being monitored by the cns (central monitoring system), therefore the patient data was still visible on the cns. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) screen went blank and afterward it failed to turn on. All patients being monitored with the rns were also being monitored by the cns (central monitoring system), therefore the patient data was still visible on the cns.

Manufacturer narrative:
The customer reported that the rns (remote network station) screen went blank and afterward it failed to turn on. All patients being monitored with the rns were also being monitored by the cns (central monitoring system), therefore the patient data was still visible on the cns. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.